Event description:
Litigation papers allege: bodily injury, pain and suffering disability, mental anguish, medical expense in the past and in the future, permanent injuries, loss of earnings, disfigurement, and loss of the capacity for the enjoyment of life.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation.

Event description:
Litigation papers allege: bodily injury, pain, disability, disfigurement, and loss of the capacity for the enjoyment of life. Additional information: litigation papers allege the patient suffered left hip pain, movement in the hip joint, difficulty walking and lying in bed on his left side, and elevated metal ion levels, which are being monitored by his surgeon.